Event description:
The customer reported that there was an iris pot error. This malfunction on the 9600 system prevents the x-ray function from working and it will shut the system down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.